Event description:
It was reported that during inspection of the returned loaner device, the device was found with clogged auxiliary tube. There was no patient harm or injury reported, no user injury reported due to the event.

Manufacturer narrative:
Service repair communication with the customer stated that " an abnormality occurred during use in the hospital. This fault is found when returning to the spare parts center for inspection, the foreign body cannot be taken out, and it is impossible to determine what kind of foreign body it is." Device return inspection and evaluation at rc (repair center) olympus china, it was noted the reported issue was confirmed and the material clogged inside was removed. In addition, the suction cylinder was found worn. The cleaning brush cannot be inserted or removed. Review of repair history showed the subject device has been repaired once in the past year for surface of the insertion section was wrinkled and swelled up issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: there was a possibility that the material originated from endoscope or peripheral product. The presumable cause included delayed reprocessing, inadequate water amount for reprocessing, storage environment and chemical used. However, we were not able to specify the cause conclusively. A definitive root cause cannot be identified. This issue is identified within the instructions for use: IFU (reprocessing manual) says about precleaning to be performed immediately after procedure and flushing of the auxiliary water channel as below: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ olympus will continue to monitor the field performance of this device.